Event description:
As reported for this event by the customer, the device was returned for repair for the issue of the occurrence of the e315 scope not compatible error message received. There is no reported harm to any patient.

Manufacturer narrative:
This device is not sold in the us but similar device is. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing the e315 error was occurring for the device. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections. No information is available on devices used in conjunction with the device during this event.

Event description:
Addendum may 6, 2022: the reported issue of error e315 was observed during inspection at the time of set up with no patient involvement. The intended procedure was completed with another similar device.

Manufacturer narrative:
Reuse should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the imaging unit, a board inside the scope connector, or a problem with the system. Olympus will continue to monitor field performance for this device.